Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. A pediatric receiver device (str-kd-pnk/(B)(4)), used with the complaint transmitter device, was returned on (B)(4) 2014. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Evaluation of the returned receiver and review of the downloaded data log did not confirm the reported event of intermittent out of range signal.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report intermittent out of range signal on (B)(6) 2014. At the time of contact the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).